Event description:
It was reported that during a cholecystectomy procedure when the clip was leaving the applier, in one of the side, it is out of the rail. When it was in the vessel it didn't clamp properly and the both end of clip were crossed. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.